Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not working as intended. The pump would remain flat after inflation attempts were made. The ipp was replaced, and a hole in the reservoir was identified that resulted in fluid loss from the device. There were no patient complications reported.